Manufacturer narrative:
The pump passed the self test however, there was intermittent select button operation during the testing. The trace and history files were successfully downloaded using thump. The pump was cut open and the keypad overlay was removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2) during the visual inspection and the keypad connector on j1/pcba 1 was locked properly. During the inspection, discovered the select button dome switch was cracked which caused the intermittent operation. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case cracked buttons (up arrow, down arrow, select) on the keypad overlay. Intermittent select button is confirmed due to a cracked button dome switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad/button unresponsive/button error. The event involved product(s) mmt-1885. The customer reported a middle button was stuck. Troubleshooting was performed but the issue was not resolved. Buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.